Manufacturer narrative:
Both the backed out set screw and mating polyaxial screw were explanted and returned for evaluation. The set screw investigation resulted in detection of wear marks on the bottom surface of the set screw that are not typical when compared to set screw wear marks of intended use. When used as intended the set screw will have symmetric marks. The explant set screw shows uneven marks, significantly deformed threads, and a "starburst" pattern (on half the set screw). The "starburst" wear pattern on the bottom surface of the set screw is indicative of motion between rod and screw. Therefore, the set screw disengagement may be attributed to repeated motion at the rod-screw interface resulting in set screw back out. Additional evaluation of the polyaxial screw resulted in detection of wear on the rod slot surfaces. The rod slot surfaces specifically contact the rod and the wear marks in the rod slot imply that there was motion between screw and rod. The motion is a result of non-locked down construct; which could be caused by non-normalization of the rod at final lockdown or user error.

Event description:
Revision surgery was conducted on (B)(6) 2019 to remove an arsenal set screw which had backed out approximately 6 months post-op. The arsenal spinal fixation system was originally implanted on (B)(6) 2018.